Manufacturer narrative:
Event date, implant date, and explant date: approximated based on event description.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) explanted due to urethral extrusion, likely due to inadvertent activation. The patient had an urethroplasty performed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Implant date d6a, and explant date d6b: approximated based on event description. This event was previously reported. See MFR. Report 11968764.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) explanted due to urethral extrusion, likely due to inadvertent activation. The patient had an urethroplasty performed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.